Event description:
The customer states that the architect c8000 analyzer generated a discrepant glucose result for one pt sample. An initial glucose result of 31 mg/dl was reported outside the laboratory. The floor had performed a point of care (poc) glucose which generated a glucose result of greater than 500 mg/dl. The remaining sample volume was too low to repeat and another sample was collected. This second sample generated a c8000 result of 640 mg/dl. The customer states that all controls were within range. The customer performed a precision run using controls and multiple dilutions. Aceptable results (mg/dl) were generated: 270, 270, 270, until the last sample, which was 25. The customer states that no error messages were generated. All maintenance procedures had been performed. An abbott field service rep (fsr) verified that the preventative maintenance (pm) was performed and the lls (liquid level sense) was working as intended. The field service rep performed a 10 point precision run with the following result: 104/104/104/102/103/104/103/104/103/56 mg/dl. Following the last result, an aspiration error 3375 (unable to process test, aspiration error occurred) was generated, but not prior to the discrepant result. There is no impact to pt management reported. End of report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4).